Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in an event of relapsing peritonitis. The cause of the event was further described as incorrect manipulations by the caregiver (no further detail was provided). On unreported date(s), the patient was hospitalized. Twenty six days after the initial onset of the peritonitis event, the patient experienced a relapse and then again thirty two days later. Each episode was treated with vancomycin and ceftazidime (doses, frequencies, and routes are not reported). On an unreported date, the patient was recovered from the event. No additional information is available.